Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarm for a loose drive support cap during the rewind. The blood glucose reading was 162 mg/dl. Customer stated that the insulin pump had not been dropped and that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on display window and cracked reservoir tube lip.